Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered a lead integrity alert (lia) for high rates non-sustained and sensing integrity counters (sic) and the episodes showed clear evidence that the noise was due to electromagnetic interference. It was noted that the noise was most likely related to a wiring issue in the patient's swimming pool. The ICD remains in use. No patient complications have been reported as a result of this event.